Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation?: yes. Returned to manufacturer on 3/15/2019. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received inside a biohazard sealable bag with styrofoam-like material, medical wrapping. The lens was outside of the wrapping upon arrival. Visual inspection with unaided eye revealed lens to be in pieces, possibly due to a loading error. Further evaluation was not possible. The complaint issue cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, if explanted,give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was noticed scratched after it was inserted into the eye. Therefore, the lens was removed and replaced with a lens of the same model and diopter. There was no incision enlargement, no vitrectomy, and no sutures used. Reportedly, there was no patient injury and the patient is doing well. No additional information was provided.